Event description:
It was reported that, "the surgeon was broaching and using the mallet. Where the rasp and the broach handle meet, the locking mechanism on the broach handle snapped."

Manufacturer narrative:
Method - review of device history, complaint history. Device history review determined all devices in the lot were accepted into final stock with no reported discrepancies. Complaint history review determined there have been no other events for the reported lot. When completed, the evaluation summary will be submitted in a supplemental report.